Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-9800 synergy rf console had an issue. The apollo wand was making a noise but was not working, the settings were correct. Tried to power cycle, but it did not work. Went to unplug the wand to try a new one, and a pretty large spark flew out of the plug portal. Nobody was hurt. This occurred during use with no patient harm. Additional information was requested. On 6/5/2023, the sales representative stated the following additional information over the phone: this occurred during a shoulder scope procedure on (B)(6) 2023. The part and lot number of the apollo wand were unknown, and the device was discarded. When plugged in, the wand was making a noise but not responding, not ablating, or coagulating. The settings were at 7/1. When unplugging the wand, a spark flew out of the plug portal, no burning smell was noticed, but maybe a puff of smoke. Neither the staff, the surgeon, nor the patient were harmed. The sales representative entered the next room and got a new ar-9800 synergy rf console with an unknown serial number and a new wand with an unknown lot number. After a short 3-minute case delay, the case was completed successfully with no impact to the patient.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is not confirmed, as the device(s) weren't returned for investigation. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is error due to potential presence of liquid in the console connector. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.